Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of two discordant low hemoglobin (hgb) results on the advia 2120i with dual aspirate autosampler instrument. The fse performed a periodic maintenance, which was due, on the front part of the analyser and did not find any issue with the instrument. The cause of the discordant low hgb results on the advia 2120i with dual aspirate autosampler instrument is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, low hemoglobin (hgb) result was obtained on two patient samples on the advia 2120i with dual aspirate autosampler instrument. The discordant, low hgb results were reported to the physician(s). The physician questioned one of the results after requesting a repeat venipuncture on the patient and the result was higher than the initial result. Corrected reports for both patient samples were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, low hgb results.